Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had crack on display. Customer's blood glucose value was 306 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined. Customer will return device for analysis.